Manufacturer narrative:
Device received on 10/9/2025. Investigation summary: received the following: one (1) used. List #ch3661, 14" (36 cm) appx 4.3 ml, bifuse add-on set w/bag spike, spiros® w/red cap, 2 clamps (blue, red), vented cap, drop-in spiros® w/red cap; lot #14406717. One (1) used. List #unknown, infusion set; lot #unknown. One (1) used. List #ch2000s, spinning spiros¿, closed male luer; lot #13915376. One (1) used. List #ch3661, 14" (36 cm) appx 4.3 ml, bifuse add-on set w/bag spike, spiros® w/red cap, 2 clamps (blue, red), vented cap, drop-in spiros® w/red cap; lot #14406717. One (1) used. List #unknown, infusion set; lot #unknown. One (1) used. List #ch2000s, spinning spiros¿, closed male luer; lot #13915376. Both systems were observed to have the spiros disconnected and the spin collar activated. The reported complaint of the spiros disconnecting could be confirmed. The returned used sample was observed to have an activated spin collar and disconnected from the mating device no damage was observed on the shear tabs. However, the sample was tested and met product specifications. The probable cause of the disconnection is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
A spinning spiros®, closed male luer reportedly disconnected from the tubing at point of connection during a patient's infusion of medication (cyclophosphamide, tepotecan, and vincristine). There was no harm and there was an unspecified delay in therapy.